Event description:
Hcp reported patient was scheduled for pump replacement for normal end-of-life before the pump was recalled. No patient signs or symptoms were noted. No treatment or device troubleshooting was performed.

Manufacturer narrative:
A follow up report will be sent when device analysis is complete.